Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that during the surgery, this complaint product didn't work at all from the start of use. Inspection of the batteries revealed damage to one battery. There was no harm and no delay.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Functional testing of the returned product found the device would not power on when connected to the original battery pack, but would power on when connected to a lab battery pack. Visual inspection of the interior of the battery pack found one of the batteries had leaked onto the terminals and another terminal inside the battery pack was bent out of place. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.